Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
It was reported that on (B)(6) 2009: the patient presented with increased pain and burning/tingling sensation in both legs. Assessment: chronic lower back pain; l4-5 herniation. The patient underwent x-rays of the lumbosacral spine due to chronic low back pain. Impression: stable lumbar spine revealing moderate to severe spondylolisthesis of the vertebral body of l5 over l4; moderate osteoarthritic changes of the intervertebral disc spaces of l4-5 and l5-s1 associated with mild spondylosis which is also present throughout the lumbar spine. (B)(6) 2009: the patient underwent MRI of the lumbar spine. Impression: severe spinal canal stenosis at l1-2, l2-3, l3-4, and l4-5; anterolisthesis of l3 and l4 contributing to canal narrowing (B)(6) 2009: the patient presented with pain in his buttocks and anterior thighs. MRI shows spinal stenosis from ligamentum hypertrophy and facet hypertrophy, as well as grade I slip of l4/5 that doesn¿t move on flexion and extension. X-rays of the lumbar spine show that the vertebral body alignment is normal with no signs of acute fracture or dislocation. There is spondylolisthesis grade 1 at the level of l4-5. There is narrowing of the disc space between l4-5 and l5-s1. (B)(6) 2010: the patient presented with preoperative diagnoses of neurogenic claudication and spinal stenosis. The patient underwent the following procedure: l3-4 and l5 spinal stenosis decompression with laminectomy and partial foraminotomy as well as autologous onlay bone fusion with rhbmp-2/acs. Per the op notes, the facet joints at l3-4 and l5 and the spinous processes at l2 and lower l5 were decorticated. They then laid the collagen sponge over the lateral facet margins, and then packed the bone into the area just lateral to and over the facet joints. This was autograft bone consisting of that which was resected and also the bone dust we collected as well as morselized rhbmp-2/acs. No patient complications were noted. (B)(6)2010: the patient presented with neurogenic claudication with lumbar stenosis. The patient has a history of pain in his buttocks and anterior thighs on ambulation. His previously taken MRI study shows evidence of severe canal stenosis, l4-5. The patient underwent l3-4 and l5 spinal stenosis decompression with laminectomy and partial foraminotomy. The patient was discharged home.